Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a rash under her breasts. The rash was red and itchy. The patient's pharmacist suggested that the patient use a cream on the rash. Follow-up indicated that the rash was improving.